Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, the customer did not have a working suction machine in the reprocessing room so aspirating with detergent solution was not being performed. The ess notified the customer the suction machine needed repair. The ess reviewed the steps of aspirating with detergent solution with the employee. The scopes that were used during the in-service were taken out of the storage cabinet and used for training. The ess also performed a facility review and a service business review. The ess reviewed the following reprocessing steps for the staff members: pre-cleaning, leak test, manual cleaning, and storage. The customer will be using a non-olympus automated flushing machine and a non-olympus automatic endoscope reprocessor (aer). The ess recommended the customer contact the manufacturer(s) of the non-olympus products for instructions and guidelines. The employee provided a return demonstration of leak testing and manual cleaning. The on-track forms were emailed to the customer. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency and infection control in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera ii ultrasound gastrovideoscope, evis exera ii gastrointestinal videoscope, and evis exera iii colonovideoscope were being reprocessed incorrectly. No patient injury reported. This complaint is related to patient identifiers; (B)(6) (evis exera ii gastrointestinal videoscope, gif-h180) and (B)(6) (evis exera iii colonovideoscope, cf-hq190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insufficient reprocessing likely occurred from human error. The following information is stated in the instructions for use (IFU): "9.3 precleaning the endoscope and accessories [aspirate detergent solution] 1. Turn the suction pump on. 2. Attach the biopsy valve cap. 3. Immerse the distal end of the insertion section in detergent solution. Depress the suction valve to the first stage and aspirate detergent solution into the channel for 30 seconds. Then depress the suction valve completely and aspirate detergent solution into the balloon channel for 30 seconds. 4. Remove the distal end of the insertion section from the detergent solution. Depress the suction valve to the first stage and aspirate air for 10 seconds. Then depress the suction valve completely and aspirate air for 10 seconds. 5. Turn the suction pump off." Olympus will continue to monitor field performance for this device.